Manufacturer narrative:
Date of event was reported as: "it is unknown when the impedance issue occurred but the doctor saw it on (B)(6) 2017". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that all impedances on the left side were low (28-34 ohms). It was noted the ins was located in the abdomen and the voltage was currently at 2.88 volts. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician ordered an x-ray for the issue (results unknown) and was planning to take the patient to surgery next week to troubleshoot the issue. Additional information received from a manufacturer¿s representative on jan. 5, 2018 reported that there were short values seen on the left side pairs (0-3: 6 ohms and the rest of the values were between 20 and 40 ohms). Also, case pairs values were between 27-40 ohms. X-rays were taken and there were no obvious problems seen. It was planned to replace the ins battery on the day of report and attempt to resolve the issue. They were going to test the extension with the alligator clips to determine what was causing the short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to adverse event and product problem. Fdp code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that at revision, the extension was replaced and the ins impedance values for all combinations were in range at the time of the completion. The therapy was reported to be fine. There are impedance concerns on the right side. All combinations are low. C8 203 c9 150 c10 110 c 11 141 89 260 8 10 249 8 11 239 9 10 175 9 11 203 10 11 155 they are currently using c 10 programming and impedances were taken at 0.7v, 1.5 and 3v. On jan 5th the ins battery level was at 2.89v and jan 25th battery level is at 2.81v. Caller reported that on interrogation today they noted the delivered amplitude may be lower for selected program screen. Caller doesn't believe they have seen out of regulation. It was reported to be a sudden change in therapy/symptoms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-95, implanted: (B)(6)2011 explanted: (B)(6)2018 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the short circuit/low impedances was that the extension component was frayed. The extension was replaced and all impedances were reported as normal. The issue was resolved.